Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke during the procedure. Procedure outcome information was not provided. No complications to the patient occurred due to this event.

Manufacturer narrative:
B3. Date of event: actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There was no physical break identified on the fiber body. Therefore, the reported event of fiber break was not confirmed. However, the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of metal cap. The fiber was tested with hene laser fixture, aim beam was present at fiber output window. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the signature verification fixture test. Based on circumferential fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Manufacturer narrative:
Actual event date is unknown.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fiber broke during the procedure. Procedure outcome information was not provided. No complications to the patient occurred due to this event.